Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call indicating that a customer was hospitalized for extreme low blood glucose levels. The caller did not mention any symptoms of their blood glucose levels. The caller did not mention any form of treatment for their blood glucose levels. The customer went into a coma and woke up to tracheotomy. The caller sated that the customer's insulin pump was not delivering insulin and was rejecting batteries. The caller did not troubleshoot the issue. The caller did not return the product back for analysis. The customer's blood glucose value was not provided at the time of the call.